Event description:
It was reported that the patient received inappropriate hv therapy due to the device diagnosing the svt as vt. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.